Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and the left ventricular (lv) lead exhibited a low out of range pacing impedance measurement, less than 200 ohms. Technical services (ts) noted there was no noise recorded and the device was capturing. Ts recommended to continue to monitor. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.